Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the alarm silence key intermittently working on keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.